Event description:
A customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to troubleshoot the issue by unplugging the pump and pressing the button, and then plugging it into a power source, but the screen remained unresponsive with a red led blinking and vibrations occurring every three minutes. Reportedly, customer reverted to manual injections for insulin therapy.